Manufacturer narrative:
Correction to h6; impact code, clinical code, type of investigation, investigation findings, investigation conclusion. The sapien 3 ultra valve resilia valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. CT imagery provided showed severe halt from base to tip of all 3 cusps. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u/s3ur. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event was confirmed based on the provided medical report and imagery. A review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. In this case, due to limited information provided, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), syncope is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bioprosthesis implantation. Syncope is a sudden transient, self-limited loss of consciousness or "fainting: resulting from a sudden lack or decrease of cerebral blood flow. Syncope is a prevalent disorder and can have multiple etiologies including cardiac and non-cardiac. If deemed significant by the physician, an appropriate work-up will be performed including any potential relationship to the device. Unless there is an associated diagnosis that is considered a serious injury, and related to the valve, syncope as an independent symptom is not a serious injury. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. The investigation results revealed that the patient's many comorbidities (hypertension, hyperlipidemia, aortic stenosis, and lvot obstruction) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective actions or preventative actions are required.

Event description:
Approximately 7 months and 26 days using a 26mm sapien 3 ultra resilia valve via transfemoral approach, the valve was explanted and replaced with a surgical valve. Per medical record review, the operative note on the day of the procedure indicated that the patient presented with aortic stenosis. Under conscious deep sedation anesthesia, the patient had a 26mm sapien 3 ultra resilia in the aortic position via transfemoral approach. The implant was a success with no paravalvular leak and a mean gradient of 6mmhg. No procedural complications or edwards device malfunctions were listed. The 3-month transesophageal echocardiogram (tee) showed that the bioprosthetic aortic valve is working perfectly, however, there is flow acceleration across the left ventricle outflow tract (lvot) due to sigmoid septum which was present on previous echocardiogram. Likely this is due to anatomical distortion of the lv outflow track following the tavr valve with the ridged skirt causing more flow acceleration and dynamic lvot obstruction. The 7 month transthoracic echocardiogram showed a left ventricle ejection fraction (lvef) of 60-65%. The bioprosthetic aortic valve leaflets appear thickened with an abnormally elevated gradient of 41mmhg. Flow acceleration seen subaortic level due to dynamic obstruction due to sigmoid shaped septum with septal hypertrophy. The operative notes indicate that the patient presented with early valve failure with severe stenosis. Evidence of thickening and destruction of the bioprosthetic leaflets with poor mobility. An aortotomy was performed. The existing sapien valve was inspected and found to have thickened leaflets that had evidence of potential infection and cultures were taken. Under general anesthesia, the patient had an explant of the tavr valve and was replaced with a surgical valve. The patient was stable and discharged home.

Manufacturer narrative:
The investigation is ongoing.